Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the guide catheter detached when deploying the stent; however, the stent was able to be deployed to complete the procedure. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter detached when deploying the stent; however, the stent was able to be deployed to complete the procedure. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent component was not returned. The suture was found detached from the distal end of the push catheter and was not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken near the proximal end. A guidewire was retracted in the delivery system and was stuck in the guide catheter assembly. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.